Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) recorded by continuous glucose monitor (cgm) from (B)(6)2019 to (B)(6)2019 was 60 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. User made bolus requests shortly following previous bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed on (B)(6)2019 and on (B)(6)2019. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. The customer did not provided a bg value, and declined to provide additional information.